Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary experienced a login issue. This hindered users from accessing the medication, and there was no delay or harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that unable to login. A technical support specialist advised to check knowledge article to resolve the issue and stated that user ID was verified without finding any problems. The system functioned as intended after the technical support specialist troubleshooted the device.